Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer reported was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon occurred due to power supply printed circuit board failure and circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue occurred outside of the case (pre-use inspection). The procedure was a diagnostic upper endoscopy. The procedure was completed without delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor had no image. It is unspecified when this issue occurred. There were no reports of patient harm.